Event description:
Ligasure blunt tip laparoscopic sealer/divider ref# lf1837. Lot# 51770204x was attempted to be used during case. It didn't work after being testing on 2 different esu machines. A new ligasure was opened and it worked. No harm to patient was done.